Event description:
Customer's wife reports customer had a blood glucose result of 503 mg/dl with no symptoms; self treated by taking an extra diabetes pill. Results did not match symptoms. Wife reports less than an hour later customer began to have low blood glucose symptoms and paramedics were called. Wife reports paramedics tested customer's blood glucose with a result of 40 mg/dl; was treated with an IV of unknown content. No controls were run. A request was made for return of the suspect product and a replacement was sent.